Manufacturer narrative:
Follow-up #1: date of submission: 12/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The original complaint of a dim faded display was unable to be duplicated. The pump was opened to find no damage to the display connector or the display flex cable. The display latch was secure.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.